Event description:
It was reported that the shaft of the handle was spinning inside of the shaft so they were unable to tighten the bolt in the tc3 femoral trial. They just pulled another set and used that one out of that set. Both pieces need replaced. There was no surgical delay.

Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This product was reported in error since it was found to not involve a product that is designed or manufactured by depuy synthes joint reconstruction. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.